Manufacturer narrative:
It was further reported that the patient was not properly depleting the batteries. They would take the batteries off at 50% charge and recharge the external batteries to full again. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are instructed to return any damaged components to the manufacturer. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. It was reported that the battery would not hold charge for more than 2-4 hours. The battery was not returned for evaluation. A review of the manufacturing documentations and log files analysis could not be performed since the serial number of the battery was not provided.  The reported event could not be confirmed as the unit was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving batteries that rapidly discharge can be attributed to soldering or welding defects. Additionally, events with power switching events are most often attributed to communication errors between the controller and batteries. Heartware has opened an internal investigation to address communication errors between the controller and batteries. However, the unit was not returned and log files analysis was not performed. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Users are instructed to return any damaged components to the manufacturer. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that multiple batteries that were issued to the patient will not hold a charge for more than two to four hours at a time.  The batteries will be exchanged.  No patient complications have been reported as a result of this event.